Manufacturer narrative:
Investigation: two samples were returned to our quality team for investigation. The product was visually inspected, no damage was observed and both samples were properly fitted to the vial. Samples were tested functionally, connecting to an injector and syringe. Liquid could move from the syringe into the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Event description:
It has been reported that the protector p53 has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: when drawing cisplatin, drug leaked from between the protector and the vial. After leakage, customer pressed p53 to the vials and drew drug successfully.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the protector p53 has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: when drawing cisplatin, drug leaked from between the protector and the vial. After leakage, customer pressed p53 to the vials and drew drug successfully.